Event description:
A call to technical services was made on (B)(6) 2013 stating that this lead was dislodged on (B)(6) 2013. Patient got 3 shocks. Physician wanted to wait for 30 days to revise the lead to prevent infection. This lead was implanted on (B)(6) 1996 and is now currently abandoned. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).